Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter experienced resistance and ruptured distally. The patient was undergoing treatment for onyx embolization of a temporal lobe apical malformation. The patient's vessel tortuosity was normal. The access vessel was the femoral artery, which was 8mm in diameter. It was reported that the push resistance of the guidewire was large. The microcatheter was in place, and during microcatheter angiography, it was found that there was contrast agent leakage at the proximal end of the microcatheter. After withdrawal, it was observed in vitro that the body of the microcatheter was damaged. There was no other damage besides the rupture. After the microcatheter was replaced, the lesion was successfully reached and the embolization was smooth. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an envoy 6f guide catheter and a synchro 10 guidewire.

Manufacturer narrative:
The apollo micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened apollo inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. The micro catheter body wall was found stretched/ruptured at ~152.2cm from the proximal end. No damages or irregularities were found with the distal tip and marker band. Testing/analysis: the apollo total length was measured to be ~168.5cm, the usable length was measured to be ~162.4cm which is within specification (specification 165.0cm ± 2.5cm). The detachable tip was measured to be ~3.0cm which is within specification (specification: 3.0cm ± 0.3cm). The apollo micro catheter was flushed, and water exited the rupture. Water did not exit the distal end. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter became stuck at ~156.0cm from the proximal end. The catheter was cut, and dried saline was found at the stuck location. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with angio¿ and ¿catheter resistance¿ were confirmed. The likely cause of the resistance and rupture is the dried saline found distal to the rupture. Other possible causes of failure include injection while the distal portion of catheter is kinked/prolapsed/occluded, wrong type of syringe to use with saline/contrast or use of power injector. There was no indication that the event was related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.